Event description:
It was reported that the insulin pump was broken near the battery thread. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken belt clip slot at the battery tube threads, cracked display window corner, protruded/loose drive support disk, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.